Event description:
It was reported that the customer was hospitalized for dka and possible complications of bronchitis. It was stated that the customer did not treat hbgs with a manual injection prior to the event. The programming was accurate and the pump passed the leadscrew test. The customer had called to adjust the programming. In addition, the customer was trying to deliver a bolus, but found a temporary basal rate was running. It was indicated that the customer was unsure of how the temporary basal rate was programmed. It was confirmed that two alarms had occurred prior to the event. The customer had reset the programming and the self test was ok.